Manufacturer narrative:
The surgeon was able to successfully implant the shoulder hemicap device and was happy with the fit and final placement of the same. While evaluating the range of motion, he forcefully attempted to dislocate the joint, which caused the fracture of the promixal humeral shaft. The shoulder hemicap device components were removed and the patient was converted to a stemmed total shoulder device. No further issues have been reported by the user or the patient.

Event description:
After implantation of shoulder hemicap device, the surgeon forcefully manipulated the shoulder joint past it's range of motion limits, resulting in fracture of the proximal humeral shaft. This (FDA medwatch form 3500a) is now being filed in accordance with the findings on form 483 (observations), received during our FDA inspection held in (B)(6) 2015.